Event description:
Boston scientific received information that one day post implant of this right atrial lead it was noted there was undersensing, as well as oversensing and potential loss of capture. It is believed that the lead lost all slack since implant or potentially dislodged. The lead was repositioned successfully and remains implanted. To date, no additional adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.